Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus element pmss japan clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina. The 90% stenosed, 18mmx2.25mm, type b2 target lesion was located in the mildly calcified first obtuse marginal branch (om1). The target lesion was treated with implantation of a 2.25x24mm promus premier drug-eluting stent at 12 atmospheres resulting in residual stenosis of 0% with timi 3 flow. Two days post-procedure, the patient was discharged from the hospital. In (B)(6) 2015, the patient presented due to restenosis in om1 and was treated with percutaneous coronary intervention (pci) and the issue was resolved.